Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. All operating currents are within specification. No unexpected battery error, low battery, or off no power alarms were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed battery and button error. The blood glucose reading is 168 mg/dl. Caller stated that customer was playing softball. Customer was wearing the insulin pump on her belt loop. The insulin pump will be replaced. Nothing further reported.